Event description:
It was reported a portion of this device detached in the patient during a stone retrieval procedure. The detached segment was successfully retrieved. Another retrieval device was used to successfully complete the procedure. The patient is fine. This device was destroyed by the user facility. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device the company is unable to determine if the device met its specifications. User technique and/or patient anatomy may have contributed to this event. However, without evaluating the device, company is unable to determine the relationship between the device and the cause for this event.